Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device had depleted 4 years since the prior summer. Technical services (ts) performed a data analysis and found that the device had been prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device had depleted 4 years since the prior summer. Technical services (ts) performed a data analysis and found that the device had been prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.